Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said the device has not been working very well for them for probably about 6 months. Patient said they have had to go back to wearing pads almost constantly. Patient thought they had fallen on the hip where the wires go down and thought maybe that was the problem, but now they ignored it. Caller stated that the handset is locked by a pin. Agent sent a request to repair to replace the handset. The patient was redirected to their healthcare provider to further investigate the ins to ensure there was no damage during the time of the patient's fall. Additional information was received from the patient on (B)(6) 2026. The patient (pt) called back from registered number, stated they received the replacement handset and requested assistance to get to their settings. Pt said they know they need to make a therapy adjustment because they are using a lot of pads. Worked with pt who was successful to synch to their implant. Pt said the arrow was above the word off and confirmed that moment was the first time they have synched with their ins in a while, they did not realize therapy had been off and said: that explains why they were using so many pads. Pt turned therapy back on and increased stim confirming comfortable sensation in their pelvic floor. Reviewed some device education and recommended keeping a symptom diary to monitor results.